Event description:
The surgeon had trouble seating the plate onto the glenoid and used the jig to twist and push the plate onto the shoulder. Once seated he proceeded to drill for the threaded screws, he drilled one and inserted the screw which cross threaded, he then rotated the jig, drilled the second hole and cross threaded the second screw as he inserted it. The jig was blamed as he believed it had not lined up the screws correctly for insertion into the plate. On closer inspection the tip of the jig was bent, the surgeon did admit he might have bent the tip while trying to seat the plate. The surgeon moved on to insert the glenosphere after removing the trial. As he tried to tighten the glenosphere it did not bite or tighten on to the plate, he removed the sphere to check it and while doing so damaged it slightly. He tried for a second time to locate and tighten the sphere and then stripped the thread on the sphere. Both times the guide wire was used. Surgery was extended for sixty minutes.